Manufacturer narrative:
Investigation summary customer complaint reported that missing serial number label and damaged module cover. Complaint verified. Serial number label missing. Verified all info through item instance was correct for reprinting of serial number label. Peripheral cover was damaged. Replaced peripheral cover. Calibrated mechanism. Mechanism passed. Device passed self-test with no alarms or errors. Probable cause damaged from normal wear and tear. Visual inspection found minor damage to door asm. Replaced. Device arrived with ICU vision battery.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 device was found to not have a visible serial number. It was reported that missing serial number label and a damaged module cover. The event did not occur in the clinical setting and was not noted in the device history. No further information is available for this event. There was no patient harm reported.